Event description:
It was reported that this right ventricular (rv) and right atrial (ra) leads were dislodged due to patient twiddling the leads out of place. A revision procedure was performed where both leads were explanted and replaced with new leads successfully. No additional adverse patient effects were reported. The rv and ra leads were retained by the hospital.